Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned, and misfire was confirmed. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14100 vascular stent graft allegedly experienced failure to deploy and misfire. This information was received from one source. The event involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.